Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and could not duplicate the issue. The fse states unit functioned properly on the iabp trainer. The unit passed all calibration, functional and safety tests. The unit was returned to customer and cleared for clinical use.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.

Event description:
It was reported that during use, the cs300 intra-aortic balloon pump (iabp) unit has EKG issues. There was no patient harm.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.